Event description:
It was reported that the physician tried to pass the minivision through an already placed stent, but unsuccessful. Upon trying to withdraw the device, the stent dislodged from the balloon and the physician used a high pressure balloon to compress the stent against the vessel wall. The stent had not been deployed. The physician did cross the previously placed stent with another stent without a problem. There was no pt effect reported.